Event description:
It was reported that the patient with a non-(B)(6) device experienced replacement surgery of an artificial urinary sphincter (aus). No patient complications were reported in relation to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).